Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2012. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2012 and (B)(6) 2014. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken, including the excess current drain, would confirm a failing membrane. The green status led was found to be constantly lit between flashes. This is a further symptom of a membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.